Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room due to a ventricular fibrillation and had to be externally defibrillated. It was noted that the patients device was in backup vvi mode with high voltage therapy disabled. A device download restored the device.